Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days post implant, the thresholds increased on the right ventricular lead and were observed to be high. The lead remains in use and a revision procedure was scheduled. No patient complications have been reported as a result of this event.